Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code : patient selection - per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) with stenting interventional procedure. Reportedly, the clip was deployed above the artery and hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy as the patient was hospitalized for seven days after the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device used was corrected from proglide to starclose se. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following is additional and corrected information: it was reported that an arteriotomy closure of the clarified right common femoral artery was attempted using a starclose se device. The physician is reported to be trained in the use of the starclose se device. In addition, the bleeding stopped after one hour from the moment the starclose se device was attempted. The patient stayed in the hospital due to the loss of blood after failure to close the access site. The patient lost approximately one liter of blood and was on blood reperfusion and under supervision. No additional information was provided.